Event description:
Alleged inaccurate sars result for 1 consumer. It is unknown if the consumer was symptomatic or if confirmatory testing was completed. The report was obtained from an online review, no further information could be obtained as no customer contact was possible.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.